Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic with discomfort at the site where the insertable cardiac monitor (icm) was installed. The icm was explanted. Patient condition was stable.